Manufacturer narrative:
The technician found the piezo alarm on the communication housing assembly was not working. The technician replaced the communication housing to repair the bed.

Event description:
Information received indicates the bed exit alarm has no sound. Bed was in storage.